Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As reported, atrial lead dislodgement was discovered during the follow-up visit that occurred one day after implantation, by x-ray. As no x-rays were provided, the event could not be confirmed on the basis x-rays. The subject lead was correctly re-positioned during the re-intervention performed on (B)(6) 2023. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2023, a vega r52 lead (s/n: (B)(6)) was placed in the atrial appendage by implantation. However, on (B)(6) 2023, it was discovered that the lead dislodged from its initial position. On the same day, a re-intervention was performed to reposition the lead.

Event description:
Reportedly, on (B)(6) 2023, a vega r52 lead (s/n: (B)(6)) was placed in the atrial appendage by implantation. However, on december 6, 2023, it was discovered that the lead dislodged from its initial position. On the same day, a re-intervention was performed to reposition the lead.